Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. The cse collected instrument logs for analysis. A siemens headquarter support center (hsc) specialist evaluated the instrument data. Per hsc's request, the cse update the configuration to define a manual gate at the confirmation gate, which assigns a function to that gate position (gate #11). Gate # 13 was set for "open", and the cse defined the gate as "no connect". Hsc conducted an evaluation focusing on cap off samples loaded from the cap on tray. After being checked-in from a sample manager, the samples are routed to a decapper. The decapper, although recognizing the cap off sample, requests cap status confirmation at a confirmation gate. Since the system is not calculating routes to the confirmation gates, the route is set to the instrument. The expected behavior is to confirm the cap status on the way to the instrument. If the confirmation gate recognizes the cap status as cap-on or unknown, the sample should be routed to its destination. If the sample approaches the instrument but the cap confirmation status has not been confirmed, the gate will not divert the sample to the instrument. Siemens is investigating this issue.

Event description:
Patient samples remained on the advia labcell automation system track with a check in status but did not route to an instrument for analysis. The samples remained on the track for hours and were not routed to their destination. There are no reports of patient intervention or adverse health consequences due to the patient samples not processing.